Event description:
Pt reported insulin delivery of infusion device was insufficient. The day before report, pt only ate food early in the day. At 6:00 pm, after not eating for several hours, blood glucose was "hi". Pt delivered 24 units of insulin, and 1.5 hours later, blood glucose was 24 mmol/l. Infusion needle is changed every 3 days and infusion tubing every 5-6 days. Insulin cartridge is changed every 6-7 days. In profession, pt has to carry a "batch" with a strong magnetic field. No error messages were received on infusion device. Pt did not test positive for ketones. Pt did not have an infection or start new medication. Infusion device was not exposed to water. Normal blood glucose is 6 mmol/l. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval. Pt was advised to use alternate therapy until replacement arrived. No add'l info was available.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.